Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2019. The original surgery is dated (B)(6) 2018. The reason for revision is reported patellar fracture. During the revision, no devices were removed, but the patellar bone fragment was taken out.